Event description:
A customer observed negatively biased qc results, using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. There was no allegation of patient harm.

Manufacturer narrative:
Investigation into this event found that the user was not handling reagent packs in a consistent manner. The customer was advised of the need to handle reagent packs in a consistent manner. Although, the root cause is unknown, handling the reagent packs in a consistent manner has resolved the issue.